Event description:
The customer reported c-arm up/down movement is intermittent. It was confirmed that no pt was involved.

Manufacturer narrative:
The service rep troubleshoot up/down movement and found that the p3 power supply was defective. He ordered and replaced the p3 power supply. The rep tested the system by moving c-arm up/down 7 times with no problems. C-arm system functions as intended with no errors or problems.